Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was able to power on and obtain measurements but it quickly powers off and sometimes when the unit is powered on it would power off prior to being able to obtain measurements. The flex cable was visually inspected and found to be cracked between the top and bottom modules. X-ray inspection confirms the crack extends to the copper traces in the flex cable which affects the detector.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported, sometimes, the power turned off by itself, other times, they can get the value once, however, the value became to decreases automatically by itself. Finally, they couldn't get the value. No patient impact or consequences reported.